Event description:
It was reported that during a lap chole procedure, on the first firing, the device was closed on the vessel and vessel began to bleed. This continued to happen on the 2nd, 3rd and 4th firings. The clip was placed on the vessel, but it did not release from the applier properly, and dragged through the vessel. It is uncertain if the clip was properly formed. The procedure was converted to open to control the bleeding. There were no other reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.